Event description:
Healthcare professional (hcp) reports a fiber leak noted 135 minutes into patient treatment without incident. The dialyzer was reused 38 times prior to this report. The hcp reports no patient injury or need for medical intervention.